Event description:
It was reported that, "on april 7, 2010 when I was visiting dr in his clinic, he reported to me that a xia 4.5 vitallium rod had come out of the screw head in one of his patient's, initials (B) (6). He said it popped out, so he removed it and then the other side popped out and now he is not sure if he'll remove all the patient's hardware or not. First surgery was on (B) (6) 2009, hardware revision on (B) (6) 2010. Report of other side popping out (B) (6) 2010."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.